Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking sensation. It was noted that it was sudden about once per hour. It was noted the impedances were normal in the range of 600-700. It was stated the shocking occurred when the implant was off or on. It was stated the shocking was not in the same area as the expected paresthesia. It was stated the shocking went between the patient¿s old left pocket site to the current right battery pocket site and then down to their toes. It was stated that it started above the waist line or belt line. It was stated the patient had 2 leads for foot pain and they could not turn the 0-7 lead on because as soon as any electrodes activated and got to .8v is would ¿hurt too much.¿ it was noted the patient received shock no matter what the environment was. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.